Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra valve in the aortic position via right transfemoral approach. During the procedure it was difficult to advance the delivery system with the valve out of the esheath. The operator had to use some force to exit the sheath. The valve was successfully implanted. The system was withdrawn without complication. Upon removal, the distal tip of the esheath was observed to be torn. Vessel tortuosity was severe, vessel calcification was mild, and luminal diameter measured 8.9 mm. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal tip torn axially and radially along distal liner edge. Hdpe stretching along tears; soft tip damage/stretching. Radial and axial score line present. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaints were confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process. Additionally, patient factors-such as challenging anatomy [''severe'' tortuosity reported]-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Additionally, it was reported that ''the operator had to use some force to exit the sheath.'' High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.